Manufacturer narrative:
Method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare for evaluation. The returned circuit was visually inspected and pressure tested for leaks. Results: visual inspection revealed moisture in the returned inspiratory limb. Furthermore, the proximal connector on the expiratory limb was found to be cracked. No damage was observed on the swivel wye. Pressure test of the returned circuit revealed that it was within specification. A lot check could not be performed as the lot information was not provided. Conclusion: we are unable to determine what may have caused the observed cracking on the expiratory limb connector. Moisture noted in the inspiratory limb suggests that the returned circuit has been used. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6), reported that the swivel wye of an rt266 infant dual-heated evaqua breathing circuit was damaged. The hospital reported that this was found prior to patient use.

Event description:
A hospital in (B)(6), reported that the swivel wye of an rt266 infant dual-heated evaqua breathing circuit was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device was recently returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.